Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address decreased hip flexor function and increased pain. Update rec'd: 5/7/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from swelling, infection, inflammation, damage to surrounding bone and tissue, multiple dislocations, and lack of mobility. There is no new additional information that would affect the investigation update: 7/23/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, increased metal ions, and osteolysis. Lab results confirmed the high metal ions. The stem is being added for the high metal ions. There was no mention of dislocations or infection. The complaint was updated on: 8/18/2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.